Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that the devices were being used to ligate the cystic duct. It was reported by the affiliate that the device worked correctly at first, then the clips began to come out malformed. The surgeon decided to open a new device to complete the procedure. The clips of the second device were also malformed. It was stated that the clips were twisted. There was no pt consequence.

Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: clip in jaws; yes. Damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged trigger, damaged tube, and damaged weld seams; no. Damaged cutter; na. Damaged tip shrouds; lower shroud. Functional tests & results: antibackup functional, firing: feed conform, firing: form conform, jaws: hold clip, and lockout functional; yes. Jaws: inside width at tips; .175. Number of clips fed and formed; 14. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.